Manufacturer narrative:
All available information was investigated, and the reported arm positioner resistance was not confirmed via device analysis. The reported difficult or delayed activation-clip deployment could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported arm positioner resistance and difficult clip deployment were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a second triclip procedure was performed to treat tricuspid regurgitation (tr). A triclip was inserted and deployed on the tricuspid valve. A second clip, a triclip (41021r1111) was inserted and placed on the tricuspid valve. However, difficulties deploying the clip occurred and after removal of the release pin, while rotating the arm position in an open direction, resistance was encountered, and the release pin groove could not be exposed. An attempt to rotate the arm positioner into the closed direction was made before rotating into an open direction. An attempt to rotate the actuator knob was made. The delivery system was aligned with the clip, and there were curves on the system. One physician rotated the arm positioner into open direction while another one was pulling on the arm positioner, what in the end made it possible to expose the release pin groove and finalize the release of the clip. The procedure was completed with two clips implanted, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.